Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis coincident with extraneal viaflex unknown and dianeal-n pd-4 therapies for chronic renal failure. The action taken with extraneal and dianeal was unknown. On (B)(6) 2012, the patient called baxter (B)(4) customer service and reported that he had peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized or if remedial treatment was rendered.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.